Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced neurological symptoms. It was currently unclear whether these symptoms represent a cerebral event or post¿intensive care syndrome (pics). Immediately after surgery, the patient exhibited severe symptoms, including unresponsiveness to verbal stimuli. A commutated topography (CT) scan was performed and revealed a small ischemic event; however, this finding may be related to the cardiac arrest for which the patient was initially admitted. Additionally, the prolonged duration of extracorporeal membrane oxygenation (ECMO) support prior to surgery could be a contributing factor. The heartmate 3 pump is functioning as intended. The patient is currently in the recovery phase, and regression of symptoms has been observed. The patient is now able to communicate without difficulty. It was noted the patient was on ECMO support pre-implant. There were no changes to patient condition that may have contributed. It was unknown if the patient's neurological symptoms were device or therapy related.